Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation with a thermocool smarttouch sf catheter and the patient experienced a pericardial effusion that required a pericardiocentesis. Pericardial effusion was noted after pulmonary vein isolation (pvi) with a thermocool smarttouch sf catheter. Origin not certain, although it was guessed to be at the ridge. Pericardiocentesis was necessary. The patient was doing well under the circumstances. The procedure was successfully completed. There were no technical problems with catheter or the carto. The physician's opinion on the cause of the adverse event was patient anatomy. Ablation was performed prior to noting the pericardial effusion, no evidence of a steam pop. Transseptal puncture was performed. One transseptal puncture site was performed during the procedure. The patient did not require cardiac surgery. Patient has fully recovered.